Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (implantable cardioverter defibrillator (ICD) presented for myocardial infarct. The patient had non-sustained episodes. During a catheter procedure, the patient went into cardiac arrest. The health care professional (hcp) waited approximately 20 seconds for the device to treat but it did not and the patient was externally rescued. The device was interrogated and found to be at end of life (eol) due to charge time measurements. The episode showed a shock in the non-sustained episode; however, the device was never able to be charged. It was noted the patient was lost to follow up. No adverse patient effects were reported.